Event description:
Additionally, the patient was treated with sodium potassium magnesium calcium and glucose injection 500 ml qd, polyethylene glycol electrolytes powder 256 g, enteral nutritional powder(tp) 250 ml tid, cefoxitin sodium for injection 1g, cefoxitin sodium for injection 2g bid, sodium chloride injection 10 ml, sodium chloride injection 100 ml bid, glucose and sodium chloride injection 500 ml qd, glucose and sodium chloride injection 1000 ml qd, glucose injection 500 ml qd, compound sodium chloride injection 500 ml qd, hydroxyethyl starch 130/0.4 and sodium chloride injection 500 ml qd, palonosetron hydrochloride injection 5 ml qd, potassium chloride injection 20 ml qd, goserelin acetate sustained-release depot 3.6 mg, and dienogest tablets 2 mg qd.

Manufacturer narrative:
Adverse event problem health effect - impact codes: f2303, f2203. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of pelvic endometriosis and cyst, deemed not device related are considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported patient was injected with 3 ml of juvéderm® volbella¿ xc in right and left submuscular/supraperiosteal and bolus. Ten months later, the patient's physical examination revealed non-device related left mesotubal cyst, chocolate cyst of the ovary, a pelvic adhesions in women, and pelvic endometriosis. The patient was admitted to a hospital 20 days later and had laparoscopic excision of mesosalpinx cyst, laparoscopic removal of ovarian endometriotic cysts, laparoscopic pelvic adhesiolysis, and laparoscopic electrocautery of endometriotic lesions in the pelvis and implantation of negative pressure device under general anesthesia. Patient was prescribed ferrous succinate tablets and antibiotics during hospital stayed. The event resolved and the patient was discharged 5 days later. Patient was recommended to "take full rest for 1 month, forbidden bath for 1 month, to follow up on fever, abdominal pain or vaginal bleeding, and outpatient review after 1 week and take care of pathological findings. The patient has follow up once a month for the next three months and was injected subcutaneously with goserelin acetate sustained-release depot, 3.6 mg, once a month to prevent the recurrence of the disease. Approximately two months later, patient experienced non-device related "covid-19 infection" that resolved within a week. The patient was treated with ibuprofen tablets.